Manufacturer narrative:
This device has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. This device was included in the minute ventilation sensor signal oversensing advisory population. The investigation also determined that this device also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the devices spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that a signal artifact monitor (sam) episode occurred on this pacemaker device, which resulted in the device automatically switching the minute ventilation (mv) sensor vector. A boston scientific technical services (ts) review of the episode indicated that there was a small mv oversensing signal and possible loss of capture observed on the right atrial (ra) lead. Also, there was a previously stored atrial tachy response (atr) episode which exhibited farfield oversensing on the ra lead. In addition, the ra pace impedances daily measurements show normal impedance measurements of 400 ohms with intermittent spikes up to the 700 to 900 ohm range, which are still within the normal specification range. The ra lead is not a boston scientific product. Ts indicated to the healthcare provider (hcp) that they suspect this is possibly a device header spring contact issue, as the ra lead is not a boston scientific product. Ts provided guidance to test the ra lead to rule out a lead issue. In addition, ts indicated to consider programming the ra lead to a unipolar pacing and bipolar sensing configuration as well as leaving the mv sensor and the sam feature programmed on to detect any future events. The products remain in-service. No patient symptoms or adverse patient effects were reported.